Event description:
It was reported that temperature displayed was not stable. The monitor was a nihon kohden product and when measured using the 153622, the temperature varied going up and down.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that temperature displayed was not stable. The monitor was a nihon kohden product and when measured using the 153622, the temperature varied going up and down.

Manufacturer narrative:
The reported event is unconfirmed as the reported failure could not be reproduced. Photo samples were submitted, however, could not be evaluated for the reported failure. Three extension cables were returned without the original packaging. As the reported event is unconfirmed, a DHR review is not required. As the reported event is unconfirmed, a label/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.